Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's no delivery alarms. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 370mg/dl. The customer states they did not conduct set or reservoir change, and the device eventually began to work. No further assistance was provided at this time. The customer was advised to monitor the device.